Event description:
The customer reported to philips healthcare that at the "time of the shooting did not sent the load". There was no negative patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.